Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: supplier lot: 14694-01 possible synthes lot numbers: 5434204, 5442581, 5573644,5574677, 5434204, 5442581, 5573644, 5574677. H3, h4, h6: a device history record (DHR) review was conducted. Part 314.743, supplier lot 14694-01, synthes lot 5434204: manufacture by criterion tool and die: material review report (mrr) was written for liquid residue on entire lot of (B)(4) pieces. All parts were returned to the supplier and 0 were accepted. Therefore, release to warehouse date is not applicable. This mrr for liquid residue on parts is not relevant to this complaint for broken device. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Part 314.743, supplier lot 14694-01, synthes lot 5442581: release to warehouse date: 06-feb-2007, manufactured by: criterion tool and die: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Part # 314.743, supplier lot #: 14694-01, synthes lot #: 5573644: manufactured by: criterion tool and die: no ncrs were generated during production. Review of the device history record(s) showed that this part / lot combination cannot be found. The DHR review currently cannot be performed. If additional information is made available, the investigation will be updated as applicable. Further review on jde showed that no devices were received with this part/lot combination at synthes from the supplier. Part #: 314.743, supplier lot #: 14694-01, synthes lot #: 5574677: release to warehouse date: 13-aug-2007, manufactured by: criterion tool & die: mrr was written for 1 piece stating that the non-conformance showing the distance from the tip of the drive shaft to the location of the helix shows it to be undersize. The one piece was dispositioned use as is with rational by product development stating ¿the non-conformance showing the distance from the tip of the drive shaft to the location of the helix shows it to be undersize. This does not affect the safety or efficacy of the device because the mating recess on the respective reamer beads (i.e. 352.250s) has a maximum allowable depth of 20. 7mm. Pd stated on mrr that the drawing would be updated to change the dimension to 21+0.l/.0.5.¿ the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the ria driveshaft (part # 314.743, supplier lot # 14694-01) was received at us cq with the distal tip of the shaft broken just at the start of the hex. This agrees with the reported complaint condition; thus, confirming the complaint. The remainder of the device shows signs of minimal wear. Dimensional inspection: dimensional analysis was completed, the inner diameter of the shaft at the fracture site, measured 3.72 (gp29.) This is within specification of 3.76 mm ± 0.05, based on drawing 314_741_1_2 rev b. Document/specification review: the relevant drawing(s) was reviewed; the ria driveshaft (part # 314.743, supplier lot # 14694-01) corresponded to a few synthes lot numbers, reference ¿device history (lot.)¿ however, only 2 of these lots may be applicable, synthes lot # 5442581 and synthes lot # 5574677 which were manufactured in 06-feb-2007 and 13-aug-2007, respectively. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the device (part # 314.743, supplier lot # 14694-01) was received with the distal tip of the shaft broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Additional procode: hrx. Device is an instrument and is not implanted/explanted. Reporter contact information is unknown/unavailable. Reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was found out that the tip of a reamer irrigator aspirator (ria) drive shaft l520 broke after disassembling. There was no procedure or patient involvement. This report is for a drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).